Event description:
Device issue: dislodged stent. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation of the ultra stent, the stent fell off of the delivery system. Another ultra stent was inserted, but was unable to cross the heavily tortuous and heavily calcified mid to proximal right coronary artery. A vision stent was able to cross the lesion with no further incidents. There were no adverse patient effects. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood on the shaft, tightly folded balloon and hub and in the guide wire lumen. There was no contrast visible. This is consistent with handling of the product, the reported information that the balloon was not inflated and suggests that the sds was at least partially advanced over the guide wire. The stent implant was dislodged from the balloon and not returned, confirming the reported dislodgement. However, there were crimp marks between the balloon markers suggesting that the stent was originally crimped in the correct location at the time of the manufacture. The protective sheath was not returned which may have aided in the evaluation and determination of cause for the reported dislodgement. Stent dislodgement prior to use can be a result of, but not limited to, manufacturing, handling during removal from packaging and/or sheath removal, and/or handling during preparation for use. In this case, it is possible that handling of the product during prep contributed to the reported dislodgement; however, this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this report. In this case, although there is no indication of a product quality deficiency, a conclusive cause cannot be determined.